Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and had changed the infusion set but the high blood glucose persisted. Blood glucose was ranging from 235 to 522 mg/dl. Customer treated with manual injections and insulin pump. Blood glucose level at the time of the call was 302 mg/dl. Auto mode feature was not active at the time of the event. Customer completed troubleshooting and performed high pressure test. Customer was advised to change entire set. The insulin pump was not replaced or returned for analysis.